Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurate. A patient reported blood glucose results of "103 mg/dl: with a lifescan meter and "134mg/dl" on another meter, performed within 30 minutes of each other. The issue was not resolved with troubleshooting.